Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, log files were provided by the customer for analysis. The returned sample met specification as received by medtronic. The customer reported the recorder showed "capsule ID mismatch 0000." The reported condition was confirmed. The investigation found : event description indicate ¿miss-match ID 0000 capsule.¿ it is a known issue, and was solved by cp-05-8-051. Form CAPA: "based on the investigation the display of ¿mismatch ID 0000¿ error message is a result of unintentional deletion of calibration data by user after completing successful calibration. Further r<(>&<)>d investigation showed that the root cause for this failure is the currently confusing user interface which may result to calibration data loss and display of this error message on bravo recorder screen." The investigation found the most probable cause to be poor reception. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder showed "capsule ID mismatch 0000" at the start of the procedure when the capsule was inserted to the patient. They were unable to start the procedure and the patient will have to return in a few weeks for another procedure. The recorder worked correctly during previous procedure. The capsule passed though the patient. There was no patient and user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, log files were provided by the customer for analysis. The returned sample met specification. The reported condition was confirmed. Form CAPA: "based on the investigation the display of ¿mismatch ID 0000¿ error message is a result of unintentional deletion of calibration data by user after completing successful calibration. Further investigation showed that the root cause for this failure is the currently confusing user interface which may result to calibration data loss and display of this error message on bravo recorder screen". The investigation found the most probable cause to be the mishandling user. If information is provided in the future, a supplemental report will be issued.